Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 32mm synergy ii drug-eluting stent was advanced for treatment but failed to cross the lesion. The stent came off the balloon and was retrieved. No further patient complications were reported.